Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by (B)(4). The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a xsmart plus goes into auto reverse mode directly once the file inserted in the canal; no injury resulted.

Manufacturer narrative:
Evaluation found the cartridge makes an unusual noise and the movement is not fluid. Also, the drive shaft rotation is not fluid.